Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorhoea"), back pain ("back pain"), rash ("rash/skin condition"), nervous system disorder ("neuro condit/problem,"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, autoimmune disorder, pelvic pain, abdominal pain, dysmenorrhoea, back pain, rash, nervous system disorder, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and skin disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event of "injury to herself" was updated to pelvic pain. New events added abdominal pain, dysmennorhea (cramping), back pain, menorrhagia, rash, autoimmune disorder, fatigue, gi conditions, hormonal changes, migraines, headaches, nausea, neurological disorder. Reporter added, patient demographic added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic'), menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, obesity, type 2 diabetes mellitus and endometrial ablation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorhoea"), back pain ("back pain"), rash ("rash/skin condition"), nervous system disorder ("neuro condit/problem,"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, abdominal pain, dysmenorrhoea, back pain, rash, nervous system disorder, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and skin disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received. Lot number, reporter information added. Event pelvic pain was upgraded to serious incident and removal details added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic'), menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, obesity, type 2 diabetes mellitus and endometrial ablation. Previously administered products included for an unreported indication: cymbalta, metformn, zoloft, wellbutrin and trazodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), back pain ("back pain"), rash ("rash/skin condition"), nervous system disorder ("neuro condition/problem,"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, abdominal pain, dysmenorrhoea, back pain, rash, nervous system disorder, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and skin disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: hysteroscopy with insertion of device to occlude fallopian tubes (essure) 4 coils 1 and 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain lot number: c22911 manufacturing date: 2014-02-08 expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.